Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The peritonitis was manifested by abdominal pain. The breach in aseptic technique was further described as the patient disconnected from the transfer set and put their hand over the end of the pd catheter. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. Therapy remained ongoing. It was not reported if the patient was retrained on proper aseptic technique. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event was reported as unknown date in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.